Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was getting an x-ray when they started experiencing chest tightness and a loss of vision. Log file review was requested, and the event log file contained a few unsustained low flow estimates between (B)(6) 2024. The flow readings did not appear to be the result of any external equipment malfunction. The rest of the log file consisted of a few pulsatility index (pi) events as well as routine power source changeovers. It was additionally communicated on (B)(6) 2024 that the x-ray was ordered because the patient started coughing significantly. The site ruled out pneumonia/pleural effusion. No cause was found for the loss of vision or chest pain. The site theorized that the patient had some orthostatic hypotension or a vagal episode which led to patient having a panic attack. It was stated that the device was operating as intended and confirmed by log files. Patient returned to baseline within 30 minutes of the episode.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2024 through (B)(6) 2024 and from (B)(6) 2024 through (B)(6) 2024. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including neurological events (not stroke related), which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was doing well with resolution of symptoms and has had appropriate medication management.